Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced software error, no communication from pump to mobile, harm reported with no reported allegation of a device malfunction, sensor glucose vs. Blood glucose. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The customer reported the following led up to the event: customer was trying to re connect the transmitter and pump. Document treatment for high blood glucose: insulin pump. The event involved product(s) mmt-6102, mmt-7333, mmt-1884, mmt-864a, mmt-332a, mmt-7040a. Troubleshooting was performed. The customer was not using the insulin pump system within 48 hours of the reported event. Unpairing and re-pairing the pump and mobile device resolved the issue. Reported issue resolved, no escalation required. Force closing/relaunching the app and restarting the mobile device resolved the issue. Reported issue resolved, no escalation required. The customer was successful in logging in to carelink personal. Reported issue resolved, no escalation required. Transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter. Transmitter blinked when attached to the sensor and began communicating. Customer was reporting a discrepancy between sensor glucose vs. Blood glucose. The customer stopped using the insulin pump system due to pump/product issue. No further patient complications were reported. The customer will continue using the device. No product return is required for mmt-6102. No product return is required for mmt-7333. No product return is required for mmt-1884. No product return is required for mmt-864a. No product return is required for mmt-332a. No product return is required for mmt-7040a.